Manufacturer narrative:
The device is currently under evaluation into root cause.

Event description:
As reported by europe, the surgeon was using the intravascular shunts, ivs1512 for bypass operation. He notes that the suture of the shunt is fixed with a very big and bulky bulb of silicon or other material in the middle. This disturbed him a lot because the suture for anastomosis will stuck on the bulb and by removing the shunt out of the vessel it is very dangerous because the anastomosis could be damaged. (B)(4).

Manufacturer narrative:
Evaluation: the customer reported that there was a big point of glue on the device was confirmed. An excessive use of adhesive appeared in the middle of the shunt shaft the defect was confirmed, and a manufacturing defect was confirmed. The root cause is that excess adhesive was added to the shunt during the manufacturing of the device. A supplier and edwards¿s corrective action have been open and are currently under investigation. A product recall has been initiated. The device use aligned with the intended use of the design. The labeling and IFU contain adequate warnings a product recall has been initiated due to these complaints. The lot history was reviewed, and there were no related ncrs. From july 01, 2011 to july 29, 2013 the complaint trend was found to be out of control. Trends will continue to be monitored through edwards¿s quality systems.